Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05065. It was reported that the burr became stuck on the rotawire. The 24mm x 1.5mm, 99% stenosed target lesion was located in the left anterior descending artery. A 330cm rotawire and a rotablator burr were selected for use. During the procedure, it was noted that the rotawire became intertwined with the burr. Both devices were removed from the patient's body in low speed. No patient complications were reported and he patient's status was stable.